Manufacturer narrative:
(B)(4)

Event description:
The physician reported that 5 days after treatment with juvederm ultra plus xc, injection site unknown, the patient experienced delayed hypersensitivity reaction involving redness, swelling, and itchiness which has persisted for 5 weeks. The patient was treated with an unspecified medication. Allergan has not been unable to follow-up with the physician for a professional medical opinion and/or to obtain additional information. The patient was treated, and we are unable to determine if the intervention was required to hasten the resolution of symptoms, or if it was required to prevent worsening of symptoms that would lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.